Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 569 mg/dl. The customer's current blood glucose is 460 mg/dl. The customer did experienced the symptoms such as vomiting and feeling sluggish. The customer was treated by intravenous insulin drip. Customer stated insulin pump had crack at battery compartment. Customer stated insulin pump stopped delivering insulin. Auto mode feature was not applicable as the insulin pump stopped delivery. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged cosmetic damage located at the battery compartment, possible under delivery, no delivery alarm/insulin flow blocked alarm and was hospitalized for high bgs and dka found on (B)(6) 2022. Device was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. However, the device had a high sleep current measurement. The device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded device to carelink. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date. In further full review of the device history/traces on the event date of july 23, 2022, there is no unexpected alarms/suspends noted. However, insert battery alarm was noted and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 35.95 u. 07/23/2022 03:31:56.000 normalbolusdelivered normalbolusamountprogrammed = 2.4 bolusamountdelivered = 2.4 07/23/2022 10:59:26.000 normalbolusdelivered normalbolusamountprogrammed = 5 bolusamountdelivered = 5 07/23/2022 14:45:13.000 normalbolusdelivered normalbolusamountprogrammed = 5.5 bolusamountdelivered = 4.95 07/23/2022 14:58:58.000 normalbolusdelivered normalbolusamountprogrammed = 5.5 bolusamountdelivered = 5.5 07/23/2022 19:04:42.000 normalbolusdelivered normalbolusamountprogrammed = 7.4 bolusamountdelivered = 7.4 07/23/2022 22:12:18.000 normalbolusdelivered normalbolusamountprogrammed = 5.7 bolusamountdelivered = 5.7 07/23/2022 23:17:58.000 normalbolusdelivered normalbolusamountprogrammed = 5 bolusamountdelivered = 5 device was cut open to perform visual inspection and found corrosion on the vibrator assembly and battery tube assembly noted. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor and motor assembly noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: 07/02/2022 12:57:00.000 07/12/2022 08:33:00.000 07/20/2022 23:34:00.000 replace battery alert was recorded and found in the formatted history file on: 07/02/2022 18:04:00.000 07/12/2022 18:04:00.000 07/21/2022 09:05:00.000 and insert battery alarm was recorded and found in the formatted history file on: 07/12/2022 18:10:39.000 07/21/2022 09:21:05.000 07/23/2022 19:58:18.000 the original pcba1 was installed in a test pcba2, case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The device failed the sleep current measurement. The original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The device passed the sleep current measurement. The device had a high sleep current measurement, problem isolated on the pcba1. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case, a serial number label missing and a end cap address label missing. Cosmetic damage was confirmed at the battery compartment. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. No delivery alarm/insulin flow blocked alarm was not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm, problem isolated on the pcba1. However, during visual inspection, found corrosion on the vibrator assembly and battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5, h6-health effect - clinical code and impact code with this report.